Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified white foreign material in the auxiliary water channel occurred because the reprocessing was not conducted properly due to leak at the scope cover, distal end, and switch 1, and between right left/up down angulation control knobs. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use: instructions for use states the detection method in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection". Instructions for use states the preventive measures in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited remains of a white foreign material in the jet tube. There were no reports of patient involvement.